Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported attempting to apply an abbott diabetes care (adc) device and being unsuccessful due to the inserter not firing, and as a result of being unable to monitor glucose levels. The customer experienced symptoms of "weak, vomiting, and sick." The customer self-treated with water and had contact with emergency services where they were given an unspecified intravenous (IV) for treatment. There was no report of death or permanent impairment associated with this event.